Event description:
A customer contacted beckman coulter, inc. (Bci) regarding an ind flag generated for one patient's bnp result on an access 2 immunoassay analyzer. The customer did not report any patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc is run once a day and qc has been in range. The customer found that a reagent pack had been incorrectly loaded into the wrong slot on the reagent carousel when directed by customer technical support to unload the bnp pack. The patient sample was repeated on a new bnp reagent pack and a reportable result was generated.